Event description:
Provider states that they wanted to send these units in for warranty repair but did not specify what was wrong with the units. No additional information provided. Left a voicemail for provider in an attempt to gain additional information. Update: 02/06/2015 provider states low o2% and shuts down after a few minutes no additional information provided.